Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump alarmed hardware low level failure during the self test and hardware low level failure alarm is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. The adapt graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected insulin flow blocked alarms, low battery alert, low battery alarm, or power loss alarm noted during testing. The insulin pump was received with scratched case, stained keypad overlay, pillowing keypad overlay, case cracked behind the pump near the battery compartment and cracked battery tube threads. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm and battery was changing more frequently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.